Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with nordic bluetooth device: passed. Transmitter functional tester: passed. Share log review: inaccurate found cgm values found in the log within the investigation window. The customer's complaint was not confirmed because the inaccuracy was for a different transmitter. The reported event of inaccuracies was not confirmed. A root cause could not be determined.